Event description:
Customer initially reported the tip broke off during a procedure. No pt injury. On (B)(6) 2012 clinical director reported via phone that the doctor was performing total abdominal hysterectomy and when clamping a mass the end of the clamp snapped off. All parts were retrieved and doctor felt no need for x-ray confirmation, all parts accounted for. No harm to the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.